Event description:
The hospital reported that during a coronary artery bypass procedure, the clear tubing was missing on the tip of the blower mister with IV sets. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our sops, all events are tracked and trended to determine whether or not any trends develop. There was no nonconformity recorded in the lot history which would be considered related to the reported event. (B)(4).